Event description:
Customer reported an issue with their meter not working with strip insertion. As a result they were unable to test and stated they experienced dizziness, weakness, sweating and lost consciousness. Paramedics were called and upon arrival administered an IV (solution unknown) and transported customer to a local hospital. Customer was diagnosed with hypoglycemia and treated with additional IV medication (solution unknown). It was discovered through adc customer service the customer was using incompatible test strips and had several different lots in one strip vial. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.